Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign object observed inside the header of a revaclear 300 prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any product abnormality that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The identity and origin of the reported particulate could not be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed the product dry and in open packaging. A hair is visible on the dialyzer blood side, between the header gasket and the polyurethane casting. The reported condition was verified. The cause of the particulate was determined to be related to manufacturing, as the device was not sorted out during the visual inspection process. Should additional relevant information become available, a supplemental report will be submitted.